Event description:
It was reported that the ilet device¿s case/outer housing was coming apart, with the user unsure of the cause, and blood glucose was not affected. Symptoms included no adverse clinical effects reported. Outcomes included no user injury, no medical intervention, and no impact on glycemic control. Investigation included a review of complaint details and device history and a decision to replace the device and case. Investigation of this case revealed a device housing integrity issue consistent with physical separation or delamination, with no functional impact to therapy reported. It was concluded, based on previously established findings for similar reports, that the event was non-serious, device-related to the exterior enclosure, and did not result in patient harm.